Event description:
Novasure device was inserted into the uterus but failed to operate.the device did not work from the first attempt. There was no patient harm. There was an unrelated issue which caused the novasure use to be canceled. The staff/surgeon does not know what may have caused or contributed to the device not working. The rep knows about the failure and the device is still at the hospital.what was the original intended procedure?diagnostic hysterectomy.device #1is this a laboratory device or laboratory test?no.